Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a severely calcified and moderately tortuous mid left anterior descending artery. The taxus express2 2.5x20mm drug eluting stent was advanced but was unable to cross the lesion. The device was removed and the physician noticed that the distal portion of the stent was lifted up. The procedure was completed with another 2.5x20 taxus express2 stent. No patient complications occurred. The patient status is satisfactory.

Manufacturer narrative:
As the unit has not been returned, a technical analysis is unable to be performed. A review of the manufacturing records found that the device met material, assembly and product specifications. The most probable root cause of this complaint is operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure.